Event description:
Percutaneous coronary intervention (pci) was performed for a lesion in the mid left circumflex artery (lcx), which was 90% stenosed with calcification and severely tortuous. The intravascular imaging catheter (ivus) was unable to cross the lesion and balloon angioplasty (poba) was performed. Upon withdrawal of the ivus catheter, the physician felt resistance; it had become stuck in a previously implanted stent in the lcx. When the physician pulled the catheter, it detached at approximately 20cm from the distal end of the catheter. The detached catheter fragment remained in the patient at the distal lcx. Physician attempted to remove the catheter fragment with several techniques: imaging core was removed and two guide wires were inserted, followed by 2 additional guide wires along the catheter, multiple balloons were inserted, the guide catheter was deeply seated and a snare device was used; all unsuccessfully. During one of the ballooning attempts, it was reported that only the shaft of the non bsc balloon was removed, the remaining balloon fragment remained in the patient at the distal lcx. No additional attempts were made to remove the detached fragments (catheter and balloon), as the patient had interstitial pneumonia. Physician discussed, surgical removal of remaining fragments, with the anesthesiologist and cv surgeon, and it was determined that the surgical operation was too risky. Pci procedure was terminated; at some point a percutaneous cardio pulmonary support/inter aortic balloon procedure (pcps/iabp) was performed. Five days post pci procedure, pcps was removed from the patient and episode of the arrhythmia occurred and patient's condition became unstable. Patient suffered cardiac arrest. It was reported that the patient expired the next day. The cause of death was unknown.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints for the reported events were found in this lot. The complaint device was returned for evaluation. The hub, telescope, imaging core, and sheath strain relief were not received. The proximal end of the device appeared to have been cut off at the distal edge of the sheath strain relief, allowing removal of the imaging core, in the attempt to free the device. During visual analysis, bloodstain was observed inside of the distal tip assembly and kinks were observed in the sheath assembly, the returned sheath assembly was measured to be 117.5 cm in length with approximately 19.2 cm of the distal end not returned. Examination of the fracture site showed areas of elongation. As well, the fracture site was necked down. No functional test was performed on the returned sheath assembly. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings and precautions: warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When re-advancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when re-crossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. Precautions: if difficulty in backloading the guidewire into the distal end of the catheter is encountered, inspect the guidewire exit port for damage before inserting the catheter into the vasculature. The use of a damaged guidewire exit port could increase the resistance of catheter advancement or withdrawal. Never advance the imaging catheter without guidewire support because it can cause difficulty in reaching the intended region of interest or can cause the distal catheter tip to kink. Never advance the distal tip of the imaging catheter near the very floppy end of the guidewire. This part of the guidewire will not adequately support the catheter. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop which the catheter may drag along the inside of the vessel and catch on the guide catheter tip. If this occurs, it will be necessary to remove the catheter assembly, guidewire and the guide catheter together. If the catheter is advanced too near the end of the guidewire, advance the guidewire while holding the imaging catheter steady. If this fails, withdraw the catheter and guidewire together. Never advance or withdraw the imaging catheter without the imaging core assembly inside the most distal position because it may cause the catheter to kink. During and after the procedure, inspect the catheter carefully for any damage which may have occurred during use. Multiple insertions may lead to catheter exit port dimension change/distortion which could increase the chance of the catheter catching on the stent. Care should be taken when re-inserting and/or retracting catheter to prevent exit port damage. It appears that the device was used in accordance with the indications for use; however, the device was used against the dfu. A catheter that is forcibly removed may cause vessel injury or patient complications. It was confirmed that the physician pulled the catheter after noting a stuck condition, which appears to have led to the observed tip detachment. As procedural/anatomical factors (90% stenosed lesion with calcification in severe tortuosity; possible interaction with stents) encountered during the procedure likely limited the performance of the device, it cannot be definitively determined if the reported tip separation caused or contributed to the patient's death, it should be noted that the patient had a history of treatments for coronary conditions and suffered a cardiac arrest prior to exaguation; the cause of death was reported as unknown. A root cause of undeterminable has been assigned to this event. (B) (4).

Event description:
Percutaneous coronary intervention (pci) was performed for a lesion in the mid left circumflex artery (lcx), which was 90% stenosed with calcification and severely tortuous. The intravascular imaging catheter (ivus) was unable to cross the lesion and balloon angioplasty (poba) was performed. Upon withdrawal of the ivus catheter, the physician felt resistance; it had become stuck in a previously implanted stent in the lcx. When the physician pulled the catheter, it detached at approx 20 cm from the distal end of the catheter. The detached catheter fragment remained in the pt at the distal lcx. Physician attempted to remove the catheter fragment with several techniques: imaging core was removed and two guide wires were inserted, followed by 2 add'l guide wires along the catheter, multiple balloons were inserted, the guide catheter was deeply seated and a snare device was used; all unsuccessfully. During one of the ballooning attempts, it was reported that only the shaft of the non bsc balloon was removed, the remaining balloon fragment remained in the pt at the distal lcx. No add'l attempts were made to remove the detached fragments (catheter and balloon), as the pt had interstitial pneumonia. Physician discussed, surgical removal of remaining fragments, with the anesthesiologist and cv surgeon, and it was determined that the surgical operation was too risky. Pci procedure was terminated; at some point a percutaneous cardio pulmonary support/inter aortic balloon procedure (pcps/iabp) was performed. Five days post pci procedure, pcps was removed from the pt and episode of the arrhythmia occurred and pt condition became unstable. Pt suffered cardiac arrest. It was reported that the pt expired the next day. The cause of death was unk.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and exp dates cannot be determined. New code request has been submitted for stuck in stent.